Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because the urethra had atrophied around the cuff site. A new 3.5cm cuff was implanted. There were no further complications and the patient is doing well. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis. It was further reported that the patient experienced sling incontinence prior to the revision surgery. The recurring incontinence gradually became worse over the past six months. There were no device issues or malfunctions.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted because the urethra had atrophied around the cuff site. A new 3.5cm cuff was implanted. There were no further complications and the patient is doing well. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.